Event description:
The customer reported elevated mean corpuscular volume (mcv) quality control (qc) and fluid leaked from the blood sampling valve (bsv) involving the coulter hmx hematology analyzer with autoloader. The customer cleaned the bsv and performed disinfect procedures, however, qc continued to be elevated. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the blood sampling valve (bsv) and mean corpuscular volume (mcv) controls were elevated. The fse noted the elevated mcv quality control was unrelated to the fluid leak. The fse discovered the probe wash rinse block was misaligned and replaced and realigned the rinse block washer and resolved the issue. The fse aligned the aperture current drift to resolve the elevated mcv controls. Service repairs were verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).